Event description:
Patient used clear care cleaning and disinfecting solution for contacts directly in the eye. The bottle is clearly labeled not to be directly used in the eye. Patient presented to the ed with eye pain, burning, redness, swelling and foreign body sensation. Route: ophthalmic.